Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 190 mg/dl and a correction bolus was delivered to address the bg level. A system check was performed and the occlusion appeared to be related to the infusion set site. However, the customer indicated that the supplies on the pump were used longer than what was stated in the labeling for use.